Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd sedi-40 there was an issue with erroneous results/sample position error. It was stated ¿the instrument is showing that position 1-4 is taken, although there is no samples there. It's not possible to reset position 1-4 on this instrument. Not after turning of instrument, not after deleting everything on the instrument or after they turned of the power.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received the instrument from the customer facility for investigation. The instrument was serviced and it was observed that the instrument panel indicated positions 1-4 were occupied when they were actually vacant. The ir board was replaced and following this, the instrument passed a verification test indicating that it was operating correctly again. Investigation conclusion: based on evaluation of the customer instrument, the customer¿s indicated failure mode for a sample position error was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a malfunctioning ir board. The ir board was replaced and following this, the instrument passed a verification test indicating that it was operating correctly again. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.